Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1825034-2017-02082.

Event description:
It was reported that the patient underwent a knee revision procedure due to tibial loosening. During the revision it was noted that the bottom of the tibial bearing showed significant wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
It was determined that this device should not have been reported under this MFR number. The initial report (0001825034-2017-02083) should be voided. The device has been correctly reported on 0001822565-2017-05601.